Event description:
It was reported to (B)(6) medical care that a tego connector cap was causing high arterial pressure upon patient attempting to start treatment. The plastic around the cap was folded in and causing resistance. The patient had to end treatment due to nxstage cycler alarms. The patient performed new set up of the nxstage machine and registered nurse changed patient's tego caps. The patient was able to complete tx successfully with new caps. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).